Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller requested a review of the presenting data to determine if there was loss of capture or latency. A boston scientific technical services consultant stated it was not possible to determine what the data is displaying. The consultant stated that r-wave measurements are low and there has been a gradual increase in the pacing impedance measurements. The consultant stated they could bring the patient in for further verification. A revision procedure was performed eighteen months after the clinical observations were reported. This rv lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additionally information was received stating noise was also noted on the rv channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.